Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a fungus grown under the therapy electrode pad and wanted to know if she could use a cream on the area. The final medical outcome of the irritation is unknown. There is no information to suggest the patient received medical intervention. No allegation of a device malfunction.